Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 3006705815-2023-07605. It was reported the patient experienced ineffective stimulation due to high impedances and difficulty connecting to the ipg. Surgical intervention took place wherein the ipg and lead were explanted and replaced on (B)(6) 2023 to address the issue. Effective therapy was restored.

Manufacturer narrative:
The reported event of high impedances was not confirmed. The lead was received incomplete with only the terminal end lead segment (4.3cm) being returned. Microscopic inspection of the terminal end lead segment did not identify any fractures. Full functional test could not be performed due to being incomplete.